Event description:
Customer reported receiving a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Customer initially attempted to reload the same cartridge without success. Technical support instructed the customer to clean the pneumatic tap area and guided them to fill and load a new cartridge with the correct technique. This resolved the issue, and the customer was able to resume insulin delivery successfully.